Manufacturer narrative:
Insulin pump failed self test . No vibrating due to broken black vibrating motor wire. Pump passed displacement test.

Event description:
Customer reported via phone call that the insulin pump had beep and vibrate anomaly. Customer blood glucose level was 165 mg/dl. Trouble shooting was performed and insulin pump did not vibrate during vibrate test. The device will be returned for analysis.